Event description:
Customer reported chemo (gemcitabine) leaked during an infusion. The user noted chemo leaking from around the drip chamber. The reporter was unable to confirm if the leak was above or below the drip chamber. The set was replaced and the infusion restarted without incident. No pt or staff harm reported and no medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated that the device was discarded and is not available for eval. The cause of the reported leak is unk.